Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
Femoral implant would not fully seat on the femur after we saw the trial completely seat onto the bone. The surgeon opted to used a cemented femoral component instead of the pa femur.

Event description:
Femoral implant would not fully seat on the femur after we saw the trial completely seat onto the bone. The surgeon opted to used a cemented femoral component instead of the pa femur.

Manufacturer narrative:
An event regarding a size/fir issue involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: one femoral component with catalog number 5516-f-802 and lot code ej78h was returned without its packaging in a plastic bag for evaluation. Multi directional scratches are visible on the bearing surface of the femoral component. The pa (peri-apatite) coating on the fixation side of the femoral component around the ps box appears smudged. This is consistent with the surgeon attempting to implant and subsequent post explantation/handling damage. Dimension inspection was performed on the returned device. The device is dimensionally within specification. -clinician review: a review of the provided medical records by a clinical consultant indicated: issues with non-standard femoral bone properties have contributed to the impossibility of triathlon ps pa-coated femoral component placement during final assembly requiring conversion to a similar type cemented component with no further issues other than some surgical delay. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: one femoral component with catalog number 5516-f-802 and lot code ej78h was returned without its packaging in a plastic bag for evaluation. Multi directional scratches are visible on the bearing surface of the femoral component. The pa (peri-apatite) coating on the fixation side of the femoral component around the ps box appears smudged. This is consistent with the surgeon attempting to implant and subsequent post explantation/handling damage. Dimension inspection was performed on the returned device. The device is dimensionally within specification. (Triathlon femoral ps inspection guide sheet -qsr 732 attached). A review of the provided medical records by a clinical consultant indicated: issues with non-standard femoral bone properties have contributed to the impossibility of triathlon ps pa-coated femoral component placement during final assembly requiring conversion to a similar type cemented component with no further issues other than some surgical delay.